Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The international business partner determined that the main printed circuit board was defective. The main board would not accept calibrations so it was replaced in order to resolve the customer's reported issue. After replacing the main board, the device was reported to be working properly.

Event description:
The customer reported that their vela ventilator displayed an unresolved "circuit disconnect, low pip, and low ve errors" alarm. The unit failed all transducer and turbine differential pressure calibrations. The customer reported that there was no patient involvement.